Manufacturer narrative:
A visual examination of the returned device revealed that the push catheter was kinked and twisted near the hub. The suture hole on the push catheter was torn toward the distal end. The guide catheter was stretched and broken into 2 pieces. The distal portion of the guide catheter was stretched, accordioned and stuck onto the guidewire. The proximal portion of the guide catheter remained inside the push catheter. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met, the guide catheter stretched and the stent was not able to be deployed. As the device was withdrawn for removal, resistance was met and all devices were withdrawn from the endoscope together. Once outside the patient, the guide catheter was accordioned to remove the guidewire from the guide catheter. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.